Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found external abrasion breaching the outer insulation at 7.6 ¿ 7.8 cm from the distal tip, consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.